Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI, exp date & lot number updated. D11: concomitant product reported. H6: investigation summary background: the tip of the instrument is stripped. No surgery impact. No patient impact. Noticed during cleaning procedure. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the viper universal poly driver (p/n 279734000, lot mi78309) was received showing the distal tip was broken. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned components of the device. Device failure/defect was identified. Dimensional inspection: the outer diameter of the shaft was measured and within the specification. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed mis: si quick connect poly screwdriver, assembly: dwg-887007888, rev. D. Mis: si quick connect poly screwdriver, t20 driver shaft: dwg-887007891, rev. B. Complaint was confirmed. The tip of the device was received broken but not stripped. Hence, confirming the allegation. Investigation conclusion: the complaint was confirmed for the viper universal poly driver (p/n 279734000, lot mi78309). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history lot a review of the receiving inspection (ri) was conducted identifying that lot number mi78309 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 12 aug 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H11: d4: lot correction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: lot#

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the tip of the instrument was stripped. There was no surgery or patient impact, this was discovered during cleaning procedure. This report is for one (1) viper system polyaxial screw driver t20. This is report 1 of 1 for (B)(4).